Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device found that the device was half deployed and the clip was not returned with the device. However, based on the photo that was initially submitted by the customer, the reported complaint of the clip arm being bent and the clip falling into the patient in an open state can be confirmed. Additionally, a kink in the control wire was noted. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, when the clip was deployed during the procedure, one of the clip arms bent in half backwards. The clip did not stay attached to the tissue and fell inside the patient in an open state. A roth net device was utilized to retrieve the clip and the procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, when the clip was deployed during the procedure, one of the clip arms bent in half backwards. The clip did not stay attached to the tissue and fell inside the patient in an open state. A roth net device was utilized to retrieve the clip and the procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.